Event description:
Boston scientific received information that during a routine device change out for normal battery depletion, this right ventricular lead was surgically abandoned and replaced due to a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.